Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had experienced a loss or change of therapy. Pt started at 3.5 volts and the patient's daughter had been increasing it every week and a half. Pt was up to 7.9 volts. Helps for a little while. Pt has had return of uti's and incontinence. The patient did not feel stimulation. Can't feel anything today. Pt was on program 1 at 7.5 volts. The hcp (healthcare provider) had instructed the patient to keep a voiding diary but she said her mom can't do it. She was told to call into the manufacturer for information on switching programs. Switched to program 2 and pt said she felt stim at 0.0 volts. Caller said she was going to work with her mom on increasing the stim. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.